Event description:
It was reported that the patient's device postponed automatic lead and device measurements for 3 months, and then started again. The impedance, sensing and battery measurements were all postponed. The issue will be analyzed further. There were no adverse events to the patient. Patient is doing well and is being monitored.